Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was rewinding slower, button had to be pressed twice, insulin was shooting out during priming, had scuffs on the screen and was making grinding noise. Customer's blood glucose value was unknown. Insulin pump will not be returned for analysis.